Event description:
It was reported that the pump was replaced prophylactically to avoid in vivo battery depletion. There was "no event" noted, the pump was replaced due to normal battery depletion. An estimated replacement indicator (eri) message of (B)(6) was encountered. The drug in the pump was baclofen (lioresal). No lab tests were performed. There was no patient injury. The patient recovered without sequelae.

Manufacturer narrative:
(B)(4). Final analysis concluded a high s2 battery resistance. Low battery resets and safe states were noted during analysis. The battery resistance waveform test (bct) showed a high resistance of 2589 ohms. The pump did not run for full 2 minutes at 24,000 ul/day and bct logs show a voltage drop of .69 volts.